Event description:
Customer reported a potential safety hazard when the uninterrupted power supply (ups) connected to a unicel dxc 800 synchron system was smoking. The ups was mfg by powervar. There were no injuries associated with this event. Outside svs were not required. The customer disconnected the ups. A third party svc was contaced. No reports of death or serious injury, and no affect to pt treatment as a result of this event.

Manufacturer narrative:
The ups is mfg by powervar. Svc is not provided by beckman coulter, inc. The customer contacted the third party svc provider for the ups. This reportable event was identified during a retrospective review conducted between 1/1/2008 and 10/23/2010 of complaints for add'l reportable events.